Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the single leaflet device attachment (slda). The recurrent mitral regurgitation (mr) appears to be related to the slda. Mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication, of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing mr to 2-3. The patient returned on (B)(6) 2020 with the mr increased to 4 due to progression of disease. A ntr clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped however the mr was unable to be reduced therefore the clip was not implanted and the cds removed. An xtr cds was advanced however during placement, the first implanted clip detached from the posterior leaflet (single leaflet device attachment (slda)). There was no contact between the clips. The xtr clip was unable to reduce mr therefore the clip was not implanted and the cds removed. The procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.